Event description:
On (B) (6) 2006, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Completion angiography revealed a small type ii endoleak. The pt tolerated the procedure. On (B) (6) 2009, a CT-guided coil embolization was performed. The physician injected two occlusion coils and thrombin at the site of the type ii endoleak. Completion images showed no evidence of the endoleak, and the pt tolerated the procedure. On (B) (6) 2009, a CT-guided coil embolization was again performed. The physician injected thirteen occlusion coils and thrombin at the site of the type ii endoleak. Completion images showed no evidence of the endoleak, and the pt tolerated the procedure. On (B) (6) 2010, the pt underwent open repair to treat the persisting type ii endoleaks. During the procedure, the bleeding lumbar artery causing the endoleak was oversewn, but the artery continued to bleed. The physician felt it was not possible to repair the endoleak without disrupting the entire graft, so the two gore excluder aaa endoprostheses were explanted. A boston scientific hemashield vascular graft was implanted, and some bleeding lumbar vessels were oversewn with sutures. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of pt anatomy and are not indicative of device failure. Additional device implanted on 10/12/2006 and involved in this event: pxc121200/04249087.